Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, several pacemaker mediated tachycardia episodes were observed. Increasing the post ventricular atrial refractory period setting was recommended. No further information is available.